Manufacturer narrative:
This ipg serial number was included in a field advisory. This ipg serial number was included in a filed advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experienced clicking at the ipg pocket site. Follow-up determined the pt was involved in a motor vehicle accident which exacerbated his pain pattern. Pt has been using the scs system intermittently since the accident. The physician plans to explant the system due to the need for an MRI.